Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 04/20/2011, belt 08/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received eight appropriate treatments on the day prior to and the date of passing. The appropriate treatments on the date of passing failed to convert the patient's vf arrhythmia. The patient's rhythm degraded to vf at 06:04:02 on (B)(6) 2021. The patient received the first appropriate treatment at 06:04:39. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf. The patient received the second appropriate treatment at 06:05:45. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was asystole for five seconds before degrading back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the third appropriate treatment at 06:06:17. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus bradycardia at 30 bpm. The patient's rhythm degraded to vf at 10:35:40 on (B)(6) 2021. The patient received the fourth appropriate treatment at 10:36:34. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf. The patient received the fifth appropriate treatment at 10:37:08. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf after one second. The patient received the sixth appropriate treatment at 10:37:40. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf after three seconds. The patient received the seventh appropriate treatment at 10:38:07. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf after four seconds. The patient received the eighth appropriate treatment at 10:38:38. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf after one second. The patient's rhythm was obscured by CPR/motion artifact at 10:42:15. The device was shutdown at 11:02:52.